Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a procedure to repair a distal radius fracture took place on (B)(6) 2015. During the pre-drilling step of the procedure, the surgeon discovered that the drill bit interfered with the guide wire. Eventually, a silver powder was found at the drill bit and a part of the reported guide wire was found broken off. The surgeon proceeded and completed the surgery without any delay. The regular lavage was treated to the affected area as planned. Patient harm was reported because there is the potential for remaining guide wire fragments in the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: drill bit is bent as well as nicked and chipped. The measurable dimensions of the guide wire were checked as far as possible and found to be in compliance with the technical drawings and specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. No manufacturing related issues that would have contributed to this complaint were found. The guide wire is deformed and has clearly visible damages at the shaft, one part is drilled off. The exact cause of failure could not be determined. However, it is most probable that the method of use resulted in the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing site: (B)(4) - manufacturing date: october 27, 2014 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.